Event description:
This rv lead was implanted on (B)(6) 2010. A call to technical services on 1/12/12 states that they are seeing doubling of rv pace impedance, 648 ohms and 1274 ohms. Rv and hv red alert values. Shock impedance stable in all 3 configs. No noise on pace/sense but noise on shock channel. Some nsvts noted in logbook but egms appear clean. Patient scheduled to see md, dr. (B)(6), on wednesday. Rn believes the md will revise the lead. Update on 1/27/12 states that the lead was capped on (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).